Manufacturer narrative:
User was called to inquire whether the sensor has been removed or if user has an appointment.user said no and would not like to be contacted again. B2 outomes attributes to adverse event checked to other serious or important medical events. D8 was this device serviced by a third party? No. H3. Device evaluated by manufacturer? No,other. H6. Health effect - clinical code updated to 2330. H6. Health effect -impact code updated to 4614. H6. Medical device problem code updated to 1528. H6. Component code updated to 510. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where physician was unable to remove the sensor in the first attempt made.